Event description:
It was reported that there was lead warning for low impedance on the atrial lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable pulse generator (ipg) implanted: 2010 (B)(6), 5054-52 implantable pacing lead implanted: 2010 (B)(6). (B)(4).